Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Factors that are known to contribute to the alleged fault/failure may be a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up the light of the versajet ii console was not working and made it unable to work with the handpiece. Doctor changed to conventional method to debride tissue and wound of the patient. The patient was already under anesthesia and there was a delay of 30min approximately. There was no harm to the patient.